Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, a lead issue was suspected - the non sorin lead was capped. The ICD was also explanted and returned for analysis to be sure there is no device issue. A new system was implanted.